Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The mar on the returned device confirmed that the damage present on the posterior portion of the lateral condyle was consistent with delamination and material loss due to articulation against the femoral component. Thus, the event of wear was confirmed via mar. Method & results: product evaluation and results: the damage present on the posterior portion of the lateral condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, delamination, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: mar of the returned device confirmed that damage consistent with delamination and material loss due to articulation against the femoral component was observed on the posterior portion of the lateral condyle. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary of left knee. Patient had no pain but x-rays showed a fractured polyethene insert. There was metal debris inside the patient but there was no damage to the patient that was examined through visual examination. No additional information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary of left knee. Patient had no pain but x-rays showed a fractured polythene insert. There was metal debris inside the patient but there was no damage to the patient that was examined through visual examination. No additional information will be available.